Manufacturer narrative:
Upon device return, analysis found the pump to be overinfusing, with an undetermined root cause.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-17 information was received from a company representative regarding a patient receiving intrathecal morphine 20mg/ml (8.496mg/day) and bupivacaine 20mg/ml (8.496mg/day) via an implantable infusion pump. The indication for use was not noted. However, the patient medical history was listed as a cancer patient. The pump was implanted on (B)(6) 2014. The event date was noted as "reported (B)(6), event from (B)(6) 2015". While a motor stall and recovery reportedly occurred on (B)(6) 2015, this was noted as due to an MRI. The patient also underwent an MRI on (B)(6) 2015. Furthermore, before the refill on (B)(6) 2015, the pump was functioning normally and they were aspirating what was expected. However, drug reservoir volume discrepancies and overinfusion were reported after that. Specifically, a drug reservoir discrepancy occurred on the last 4 refill occasions and was getting worse every time. There was not harm or injury to the patient. The patient was reportedly on a lot of oral morphine, thus over infusion symptoms were not shown. The healthcare provider (hcp) was to discuss a pump explant with the patient. However the patient had an infection, related to cancer, thus the hcp did not want to explant at this time. The product would be returned, should it be explanted. Additional information was requested regarding event content. Should additional information become available, a follow-up will be submitted.

Event description:
Additional information was received from the company representative indicating that the pump was explanted and was returned on (B)(6) 2016; however the pump was not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative indicating that only 1 MRI was performed and that occurred on (B)(6) 2015. This was performed, as the patient had a broken leg - not related to the pump. The motor stall occurred at 15:06 and the motor stall recovery was at 15:39. The expected residual volumes (erv) and actual residual volumes (arv) were also noted for the last 6 refills. It was noted that the volumes of the two refills before the problem, were included to see the difference. On (B)(6) 2015 the erv was 4.3ml and arv was 3ml. On (B)(6) 2015 the erv was 7.2ml and arv was 5ml. On (B)(6) 2015 the erv was 3.7 and arv was less than 1 ml. On (B)(6) 2015 the erv was 6.3ml and arv was 0.5ml. On (B)(6) 2015 the erv was 2.7ml and arv was 0.5ml. Finally, on (B)(6) 2015 the erv was 5.5ml and arv was 0.2ml.